Event description:
It was reported that the pulse generator exhibited an inappropriate measured data. No intervention had been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.